Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, during the diagnostic peripheral procedure the image was intermittent. When the customer was removing the manufacturer's device it was noticed that the tip came off. The tip was stuck inside the sheath. Nothing was left inside the body. A second catheter was used to complete the procedure. No patient injury occurred. Additional information provided, the device was observed to be in two (2) pieces. All portions were accounted for when removed from the patient. No damage was observed prior to the procedure. Resistance was experienced during the procedure. No additional intervention was performed. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual and microscopic inspection were performed on the returned device. A portion of the tip was separated and returned with the device. A portion of the inner member remained attached to the separated tip. Stretching was observed at both sites of separation on the device. The scanner body was bent. The reported image complaint was not duplicated but was confirmed by the investigation. The device was recognized by the system but produced an incomplete image. The probable cause of the failure is compromised electrical connections due to the bend at the scanner body. It could not be conclusively determined when or how the cause of the failure occurred. The reported broken tip complaint was confirmed by the investigation. The probable cause of the tip separation is damage in use, likely from an excessive pulling force as evidenced by the stretching observed at the separation sites on the device. Strain, impact, and forces associated with handling may affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the malfunction were to recur.